Event description:
It was reported that the patient experienced persistent elevated blood glucose while using the ilet system, with confirmed meal announcements, no device alerts, and no visible supply issues; the patient changed the infusion site with agent guidance and insulin delivery was resumed. Symptoms included hyperglycemia with reported urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.